Event description:
It was reported that noise and automode switching was observed on the lead. The noise was reproducible with arm movement. Programming changes to increase sensitivity had been made. The physician opted for continued monitoring since the patient was not dependent on the lead. The patient was stable.